Manufacturer narrative:
This supplemental report is to correct MFR 3007630408-2023-00007 specifically; h1 was reported as "serious injury" when it should be "malfunction" per the definition in 21 cfr part 803.3 as quoted below. (K) malfunction means the failure of a device to meet its performance specifications or otherwise perform as intended. Performance specifications include all claims made in the labeling for the device. The intended performance of a device refers to the intended use for which the device is labeled or marketed, as defined in 801.4 of this chapter. As compared to: (w) serious injury means an injury or illness that: (1) is life-threatening, (2) results in permanent impairment of a body function or permanent damage to a body structure, or (3) necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Permanent means irreversible impairment or damage to a body structure or function, excluding trivial impairment or damage.

Event description:
Adverse event: surgeon explanted and replaced starpore ears because of non-specific swelling. The patient made a satisfactory recovery.

Manufacturer narrative:
Devices require pathology testings or be returned to manufacturer to aid with the investigation. If additional information is received from the customers regarding the event, it will be reported in a supplemental report. Implants' traceability were checked and found to have no process nor product non-conformities. Samples from unused (stock-on-hand) similar implants manufactured at a similar time point using the same process and materials as the implants in question were sent for routine analyses (endotoxin and sterility testings). The testings show satisfactory results as follows: endotoxin level: <5 EU/device (limit: 20 EU/device); sterility: no visible growth of microorganisms. Conclusion to date: no anomalies found on the devices.

Event description:
Adverse event: surgeon explanted and replaced starpore ears because of non-specific swelling. The patient made a satisfactory recovery.